Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that 5 bd q-syte extension sets was clogged. The following information was provided by the initial reporter: complain raised for q syte tri extension from bmt dept. Of hcg hospital. Out of 3 ports,2 ports are blocked and customer not been able to prime. The incident reported with 3 units.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd q-syte extension sets was clogged. The following information was provided by the initial reporter: complain raised for q syte tri extension from bmt dept. Of hcg hospital. Out of 3 ports,2 ports are blocked and customer not been able to prime. The incident reported with 3 units.